Event description:
Reportable based on device analysis completed on 26-sep-2018. It was reported that the coil was stuck in the introducer sheath. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil became stuck in the introducer and could not be pushed in. Furthermore, the coil could not be insert into the sheath, so it had not been advanced into the catheter totally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there were missing proximal fiber bundles. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire and main coil were returned for this complaint; the introducer sheath was not returned. The coil and delivery wire arms were not interlocked, due to the introducer sheath was not returned. The delivery wire did not show damages, it returned in good condition. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm did not show abnormalities. The main coil zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection revealed that the delivery wire weld outer diameter (od), weld arm od and wire zap tip were within specifications. Also, the main coil number of distal fiber bundles, zap tip od and primary coil od were within specifications. However, a significant number of proximal fiber bundles were missing.